Manufacturer narrative:
On (B)(6) 2018 the previously submitted analysis report was for a different lead. This leads implant status is unknown and this analysis is based on data that was sent in for review. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. Furthermore the serial number remains unknown. Thus the inspection of the quality documents associated with the manufacture of this particular device was not feasible. The analysis is hence based on the provided data which included the impedance trend curve for the time frame from (B)(6) 2017 to (B)(6) 2018. As mentioned in the complaint text, a gradual increase from initially 1600 ohms to approx. 2250 ohms was notable. The increasing threshold was elusive based on the available data as no threshold trend curve was available. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that 32 months after the implantation an increasing of the pacing impedance from 1500 ohms to 2200 ohms and thresholds around 3 v @1.5 ms were observed. A revision has been scheduled for the future. The serial number has been assigned because the actual number is unknown.

Manufacturer narrative:
(B)(6) 2018 - this lead was explanted on (B)(6) 2018. The manufacture date is unknown. Upon receipt, the lead under complaint was found cut. Only a medial fragment of approx. 46 cm length was received for analysis. The proximal fragment including the yoke as well as a part of the shock coil and the lead tip were not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed cuts in the insulation and deformations of both shock coils which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.